Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low shock impedance measurements with a shock impedance of 25 ohms today. The shock was appropriate however did not convert immediately with 5 and a half seconds of continued ventricular tachycardia (vt) prior to terminating. This patient has a low body mass index and is small framed. No defibrillation threshold (dft) testing was performed at the original implant. A request was made to have data from this device analyzed. Data analysis noted that the shock lead impedance has been between 27 and 37 ohms for the past 2 years. It was questioned whether the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) could be prematurely depleting. Then, this patient was hospitalized as they suffer from heart failure. X rays were obtained which showed cardiomegaly and that the s-ICD appeared inferior. The physician was considering a left ventricular assist device or a heart transplant. Currently, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.